Event description:
Shortly after cochlear implantation, this patient presented with a skin flap infection. Therefore their device was explanted in 2005. They have not been scheduled at this time for reimplantation.

Event description:
Shortly after cochlear implantation, this patient presented with a skin flap infection. Therefore their device was explanted in 2005. They have not been scheduled at this time for reimplantation.

Event description:
Shortly after cochlear implantation, this patient presented with a skin flap infection. Therefore their device was explanted in 2005. They have been scheduled at this time for reimplantation.